Event description:
The patient previously underwent a right total knee arthroplasty (tka). The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, decreased range of motion, and overall dissatisfaction with the prosthesis. Evaluation revealed that the patient had a recalled polyethylene implant. Due to these findings, the patient underwent revision surgery. The procedure consisted of a polyethylene tibial insert exchange. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: logic tibia 2f/2t, logic left femoral component sz 2, tibial spacer 8mm, optetrak patella 3 peg, 29mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.